Manufacturer narrative:
H6 ime e2402: sinus, decreased frequency of bowel movements. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced mesh floating in fluid, staph aureus; strep g, inflammation, small fluid collection, infection, discharging sinus, abscess, fibrosis, hernia recurrence, small bowel obstruction, wound with surrounding erythema, sepsis, infected wound hematoma, draining wound, pain, mesh loose laterally, cellulitis, excoriated skin, general weakness in abdominal wall, bulging below scar, discomfort, necrotic tissue lump, pus, abdominal spasmodic pains which are extremely debilitating, vomiting, abdominal cramps, nausea, bloating, abdominal pain, abdominal distention, decreased frequency of bowel movements, & fistula. Post-operative patient treatment included ultrasound, CT scan, antibiotics, multiple hospitalizations, IV antibiotics, exploration of hernia wound, removal of mesh, hernia repair with mesh, wound care, pain medication, use of drains, exploration & debridement of wound sinus, removal of a lump of necrotic tissue, excision of skin surrounding sinus/sinus cavity, emergency laparotomy with small bowel resection, primary anastomosis, extended bowel rest, & tpn.